Event description:
Report rec'd of the pca pt pendant inadvertently being pushed by a staff member. User facility voluntary medwatch form rec'd that states: "hospital employee activated a pt's pca button accidentally mistaken for a nurse call button. Abbott and rauland utilize the same design in their hand held pt cords/buttons. The buttons are of a different color, however in a darkened room, this error is relatively easy to make." The customer was contacted for add'l info. The pt was receiving pain management therapy with morphine sulfate. The pump settings were unknown. According to the customer contact, at approximately 11:00pm on the reported event date, a staff member accidentally pressed the pca button instead of the nurse call button. The pt rec'd one dose of morphine sulfate (1mg) that the pt did not request. There was no adverse clinical effect to the pt. No medical interventions were required. The customer reported they "believe this occurrence is not the only one". No specific info regarding add'l events was available.